Event description:
Coopervision was made aware on june 14 2013 of an unsubstantiated injury to the left eye with use of avaira toric lenses summarized as follows. On or around (B)(6) 2010, an ophthalmologist self-prescribed various avaira toric lenses. On (B)(6) 2011, the lenses were removed and treatment was sought because of significant pain and discomfort and a corneal abrasion to the left eye. The complaint further attributes amblyopia (a developmental functional defect) as a result of injury.

Manufacturer narrative:
As of the due date of this report, medical information was not released, the lot numbers are unknown and no lenses were returned for evaluation. The complaint cannot be confirmed. Therefore, this report is submitted to the FDA in an abundance of caution.